Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer tried using different charging equipment without success, prompting technical support to send a replacement tandem cable and wall adapter with two-day shipping, advising the customer to rely on multiple daily injections if the pump battery depletes before receiving the new supplies.